Event description:
It was reported that during a robotic assisted laparoscopic hysterectomy, the blue ring on koh-efficient device came apart from white body of item when attempting to remove patient's uterus through vagina. Blue ring inside patient's pelvis when it came apart and was removed by the doctor. No patient harm. No additional information available. Kc-arch-30 koh-efficient 2025-05-0000066.

Manufacturer narrative:
Device is being returned. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Distribution history: the complaint product was manufactured at csi on 3 sep 2024. Manufacture record review: DHR was reviewed and no non-conformities, related to the complaint condition, were noted. Historical complaint review: review of the 2-year complaint history did show a similar reported complaint condition however in that case it was not confirmed and no definitive root cause could be determined, since the product was not returned for investigation nor verification. Product receipt: the complaint product was returned to coopersurgical on 27 may 2025. Visual evaluation: evaluation of the complaint product showed glue residue on the cup and the cup was off the assembly. Functional evaluation: functional evaluation showed that upon reinsertion, the cup fit tight into the assembly. Root cause: a possible root cause may be that the product was not handled properly. The returned device has a cup detached from the main body of the kc-arch, but visual and functional inspection, including DHR review indicate that the product was manufactured appropriately. Inventory stock product was checked to see if any product from lot: 550014672 was available for investigation, but none was found. To mitigate cup detachment, csi stafford performs 100% in process inspection of the product via bend test, followed by an aql qc inspection requiring the units also pass bend/pull test. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition is determined to not be an manufacturing issue.

Event description:
No additional information.